Event description:
A patient reported blood glucose results of 70 mg/dl with a lifescan meter and 130 mg/dl on a laboratory device, performed within 11-20 minutes of each other. Between the tests there was no interventino that would be expected to change the blood glucose.